Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer service center for evaluation, and the "ventilator inoperative" alarm was not confirmed during an operational check. During the evaluation it was noted that the history of a critical error code indicating a communication failure between a system board and display board was observed as the relevant alarm in the error log, so the system board and display board were preventively replaced to address the issue. The root cause of the reported error code isn't confirmed at this time. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).